Manufacturer narrative:
Results were achieved after 4 cartridges were used. Customer indicated to haemonetics that delay in processing was not responsible for patient death. A field service engineer was dispatched and inspected the teg6s and checked the calibration settings of the unit and found no issues. Ran qc levels 1 and 2. Unit meets manufacturer specifications.

Event description:
On (B)(6) 2020, customer informed haemonetics of a patient fatality that happened at (B)(6) medical center in (B)(6). Palette mapping, on a teg6s, gave a sudlite error in the middle of testing and there was a delay in obtaining the results.